Event description:
It was reported that the doctor was performing an arthroscopic procedure on the shoulder when the stryker serfas energy console (bipolar cautery) and the stryker formula shaver handpiece (power shaver) began to malfunction. For a few moments during the procedure when the doctor used the serfas energy console, the shaver activated automatically, each of these pieces of equipment are used from different machines. During the procedure, the shavers were changed, however, the problem still continued. Biomed was made aware of the situation and tested each piece of equipment and did not find any problems. Biomed contacted stryker which according to them, no other reports of such have been filed. As of known, the shavers are being held, pending possible further testing.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.